Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use the charge indicator on a cardiosave intra-aortic balloon pump (iabp) was not working. The battery was half charged, however the unit was not working not even as hybrid. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The national repair center received the exch pcb,power management,rohs board from the supplier. The supplier verified the failure of the machine not working , the unit would not turn on. The supplier replaced component c16 which was burned and component r5 which was damaged. The supplier tested the board. The board passed testing. A senior repair technician of the national repair center (nrc) installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
N/a.

Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period (may 2019 through apr 202) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that prior to use the charge indicator on a cardiosave intra-aortic balloon pump (iabp) was not working. The battery was half charged, however the unit was not working not even as hybrid. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, h2, h3, h6, h10. A getinge authorized distributor's field service engineer (fse) evaluated the iabp unit and replaced the power management board to fix the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. The defective power management board was requested to be sent back for failure investigation. A supplemental report will be sent upon completion of the investigation.

Manufacturer narrative:
The front end board was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected board and no visual damage was observed. The power management board was received at getinge's national repair center (nrc). A getinge technical associate (ta) observed no visual damage. The ta installed the power management board into the cardiosave test iabp unit and tested to factory specifications per procedure and cardiosave service manual. The ta verified the failure of the iabp unit not working. The ta observed that the unit would not turn on. The power management board failed testing and was sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use the charge indicator on a cardiosave intra-aortic balloon pump (iabp) was not working. The battery was half charged, however the unit was not working not even as hybrid. There was no patient involvement and no adverse event was reported.